Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer husband reported via phone call that they experienced low blood glucose level of 48 mg/dl. The customer had not reported any symptoms and was treated with food. Customer's blood glucose value was 48 mg/dl at time of incident. Customer's current blood glucose value was 107 mg/dl. Customer husband stated that they had been experiencing lows and a lot of highs and been in contact with the doctor and made adjustments. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. The drive support cap appears normal (slightly indented). Customer reviewed pump programming. Customer was advised to monitor pump and call back if issue persists the product was not returned for analysis.